Event description:
It was reported that there was a decrease in r-wave amplitude and diaphragmatic myopotential oversensing noted on the right ventricular (rv) lead. A dislodgement of the rv lead was suspected. A lead revision procedure is anticipated, but has not been performed. The patient was stable and will continue to be monitored.

Event description:
Related manufacturer reference number: 2017865-2021-38560 additional information was received that myopotential oversensing was observed, but it is unknown if this was due to the right ventricular (rv) lead or the device. The right ventricular (rv) lead was repositioned to resolve the event. The patient was stable and will continue to be monitored.